Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, the most probable cause of the identified failure "forceps elevator has foreign material or stain" is cause not established. The most probable cause of the identified failure "adhesive around light guide lens has a chip with a gap in adhesive area between z-block and distal end" is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope forceps elevator has foreign material or stain and the adhesive area around the light guide lens has a chip with a gap between the z-block and distal end. There was no patient involvement.